Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed the reported complaint. Fa investigation found the cable crimp to have longer seated inside the grip assembly pocket, resulting in motion that was no longer intuitive. The movement output was not corresponding to what the hand motion was being experienced at the master tool manipulator (mtm). Upon further inspection, the crimp appeared to have a cracked or broken damage. This instrument will be transferred to determine if improper swaging occurred, or the damage is user related. Based on the angle of the crimp, it is difficult to determine if material or fragments are missing. Should additional information become available, a supplemental MDR will be submitted. No image or video clip for the reported event was submitted to isi for review. A review of the device logs for the cadiere forceps (part #471049-08 / lot #k12211018-0266) associated with this event has been performed. Per this review of the logs, the cadiere forceps was last used on (B)(6) 2022 via (B)(4). There were 16 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition, or the issue was identified before installation on the reported event date. This complaint is considered a reportable event due to the following conclusion: it was alleged that the cadiere forceps instrument failed to open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the jaws of the cadiere forceps instrument would not open while inside the patient. The jaws would open outside the patient, but not inside patient. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, and h2 correction can be found in d9 evaluation information can be found in the following fields: h6, and h10 intuitive surgical, inc. (Isi) further investigated the cadiere forceps instrument. Advance failure analysis (afa) confirmed initial findings. A closer look was taken at the instrument cable crimp and it was confirmed that the crimp was damaged. Per manufacturing instructions, the observed damage can occur during the swaging process. Therefore, the cable crimp was likely improperly swaged and does not have any fragments missing. The root cause of this is attributed to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.